Event description:
During servicing of a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was found. The electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.